Manufacturer narrative:
The insulin pump was received with blank display; the problem was isolated to printed circuit board. Unable to perform self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive buttons keypad and motor noise anomaly due to blank display. A visual inspection of the motor showed no damage and it was tested outside of the device and passed. The insulin pump had scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had weird noise. The customer also reported that the display was blank and the buttons were unresponsive. The customer's blood glucose was 11.7 mmol/l at the time of incident. The anomaly was not resolved after inserting a new battery. The insulin pump will not be returned for analysis.